Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following stent placement, a 2.50mm x 15mm nc emerge balloon catheter was advanced for post dilatation. However, during third inflation at 24 atmospheres for 20 seconds, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with another of same device. There were no complications reported and the patient status was stable.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device inflated to rated burst pressure and deflated with no issue. There was no damage or irregularities found to the device.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following stent placement, a 2.50mm x 15mm nc emerge balloon catheter was advanced for post dilatation. However, during third inflation at 24 atmospheres for 20 seconds, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with another of same device. There were no complications reported and the patient status was stable.